Manufacturer narrative:
Product analysis summary: the device was received for evaluation. No ancillary devices or cine images from the procedure were received. The snare gold/tungsten hoop was received split at the hoop beak and the gold coil unwound. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a microsnare to snare an 0.014" gladius wire running retrogradly from the foot in the mid distal right sfa. The lesion was described as a 3mm diameter, moderately calcified, moderately tortuous chronic total occlusion(cto). The device was prepped as per IFU with no issues identified. Multiple attempts were performed however they were all unsuccessful. When the snare was removed from the body it was noted that the loop was broken. The snare remained intact and no fragments were broken into the patient. An alternate snare was utilized and the procedure was completed. No patient injury was reported.